Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with two (B)(4) cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, when the device, loaded with gold cartridge, fired on the stomach, three deployed staples of the proximal part on one side were malformed at the 2nd firing. Additional suture was performed. There were no adverse consequences for the patient. (B)(4).

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.